Manufacturer narrative:
Age of time of event: 18yrs or older.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the moderately tortuous forearm vessel. A 6.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, on initial inflation, the balloon ruptured. The procedure was completed with another mustang balloon catheter. There were no patient complications reported.